Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold dilatation catheter as return for evaluation. No specific anomalies noted on the visual evaluation. No functional testing performed due to the condition of the device as the user facility mentioned the balloon was deflated with the needle. The balloon was cut and noted the glue bullet was not seated properly and within the inflation luer and inner guide wire lumen, dried contrast medium was observed. All the anomalies noted on the microscopic observation. Therefore, the investigation for the reported deflation issue remains inconclusive as no functional testing performed due to the condition of the device returned for evaluation. A definitive root cause for the alleged deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure in the femoral vein, the balloon allegedly failed to deflate; however, multiple attempts attempts were made to deflate the balloon with syringes and an inflation device, but all were unsuccessful. It was further reported that the balloon was deflated by popping it using needle tips via an ij access. The procedure was completed using another device. There was no reported patient injury.